Event description:
It was reported while using bd ultra-fine¿ 1/2ml insulin syringe 29g the product was not sterile. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a damaged shield of syringe. According to the customer's report, the shield was found to be partially chipped upon unpacking before use.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Unable to perform complaint lot history check for shield damaged due to unknown lot number. A review of risk management 150rmn-0001-16 revision 15 indicates that the potential risk of this specific reported incident (syringe, shield damaged) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.